Manufacturer narrative:
Exact date unknown, event occurred many years ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17222192.

Event description:
It was reported that the patient was experiencing stimulation on a non-target area due to lead migration, which was confirmed through x ray. The patient underwent a lead replacement procedure and was doing well post-operatively. Explanted leads will not be returned.